Manufacturer narrative:
Concomitant medical products: product ID: 419488 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on current electrograms (egm) of most recent transmission. The ra lead remains in use. No patient complications have been reported as a result of this event.